Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the loss of therapeutic effect with implantable neurostimulator (ins). Patient reported that after the implant surgery, patient felt the overstimulation so it got decreased. Patient reported that after implant it worked wonderfully for three days but now the patient was back to baseline symptoms. Patient was feeling stimulation. It felt like the stimulation was causing her toes to be paralyzed and it happened for a day or so. The manufacturing representative reviewed that this was a sign that stimulation might need to be turned down even more and it was decreased to comfortable level. Patient would contact the health-care professional (hcp) for more information regarding issue. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.